Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the service representative reported the battery was not charging properly. The field service representative repaired the device at the customer's facility. Since the event occurred during preventative maintenance, there was no patient involvement during this event.